Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. Data was received but does not reflect full investigation window. The reported failed transmitter error could not be confirmed. A root cause could not be determined. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed voltage test and failed. Performed share log review and no data was found in the log .the reported event of a failed transmitter error was undetermined. The root cause could not be determined.